Manufacturer narrative:
(B)(4). A folllow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device only turns on when removing and putting the battery back on. There was no reported patient involvement and/or patient impact.